Event description:
The patient reportedly experienced intermittency after a head trauma. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Surgery to explant the device will be scheduled.